Event description:
After a successful pta procedure in the iliac area, the pta catheter could no longer be removed from a 8f introducer sheath and had to be removed with the introducer sheath. There are no further details availble. The procedure could be completed in spite of this issue.